Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in clinic. It was noted that the right ventricular lead exhibited loss of capture. The patient was not symptomatic due to the event. The lead was reprogrammed and the issue was resolved. The patient was stable before, during and post event and would continue to be monitored.